Manufacturer narrative:
No smooth breakage, melted. Breakage due to thermal influence - misuse. Test of unused product passed the safety and mechanical test. No fault found on unused instruments. Nothing unusual to report was found during DHR review.

Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that six eddy irrigation tips broke between two different patient's. The broken parts removed and tooth filled, the treatment is concluded.